Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100761655 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100795010 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the aus no longer inflated. A surgical procedure was performed during which the device was explanted and replaced. During the procedure the physician cystoscoped first and ruled out erosion. Upon explant, the physician identified a small tear on the pressure regulating balloon (prb) and there was no fluid left in the system or the prb, which would have caused the cuff to not fill. No additional information was provided.